Manufacturer narrative:
The client's observation of high tni on triage cardiac panel and low tni on a secondary method was confirmed by product support (ps) in-house testing. Returned pt samples were tested on triage cardiac panel and access ii. For triage the sample results read between 0.25 and 0.49 ng/ml. On the beckman access ii, the sample results read between 0.01 and 0.03 ng/ml. The samples were then treated for hama ab. Interference before another round of testing on triage. The samples read between 0.09 and 0.21 ng/ml. Product support suspects that the samples contain hama antibodies that interfere with the test: the triage results of the treated samples are 50 to 70% lower than the amount in the untreated sample. Product support confirms the customer's observations that the samples read positive for tni on triage but were negative on an alternate method. Need for risk assessment and CAPA being evaluated.

Event description:
False positive troponin I (tni) results = 0.63 and 0.9 ng/ml on triage cardiac panel with edta plasma samples vs. 0.07 on dxi with heparinized plasma. This is considered an adverse event because pt was admitted with atrial fibrillation. No mi indicated.